Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. The consumer refused to provided the surgeons' contact info. Therefore, a follow-up could not be conducted. (B)(4).

Event description:
A consumer reported that after having bilateral intraocular lens (iol) implant surgeries, he has experienced glare in each eye. The glare off of the snow is causing difficulty driving. After the lenses were implanted he was diagnosed with dry eyes and started artificial tear drops with no improvement in the glare. His surgeon and another ophthalmologist have not been able to provided him with an explanation for the glare. He was diagnosed with glaucoma in the left eye a few years ago and had a drainage procedure at the same time of the cataract surgery. He was diagnosed with glaucoma in the right eye after the iol implantation and wad told that the glaucoma was hereditary. The consume refused to provided the surgeon's contact info. Therefore, follow-up could not be conducted. There are two medica device reports associated with this event. This report is for the right eye.